Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation and implant exchange from textured to smooth due to patient's concern with the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure/deflation was received on apr 09, 2021 with catalog mcghan380cc. Visual analysis of the returned device identified: opening, yellow on the surface of the shell. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior and posterior side assessed as surgical damage. A sharp opening on anterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.